Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 2 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted due to hematuria and elevated lactate dehydrogenase (ldh) to 3000 u/l. There were concerns over potential thrombus. Ramp echocardiogram revealed pump function was normal. On (B)(6) 2018 the pump was exchanged. After the exchange a visual inspection of the explanted pump did not reveal any obvious thrombus around the inlet and outlet stator. No additional information was provided.

Manufacturer narrative:
The evaluation of the left ventricular assist system (lvas) did not reveal a device related issue. The sealed inflow conduit and sealed outflow graft were not returned. The outlet elbow was returned and attached to its respective pump port. Examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. The submitted system controller log file contained approximately 17 days of data, spanning from 12jan2018 at 18:32 to 29jan2018 at 22:37. The device appeared to be operating as intended. A specific cause for the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.